Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient was seen in clinic following a vibratory alert. During interrogation, the device was found in eri. The physician alleges premature battery depletion and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance were tested on the device and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.